Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon burst. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon burst at 12 atmospheres. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation result- the returned nephromax device was analyzed, and a visual evaluation noted that a balloon longitudinal tear beginning approximately 55mm distal of the distal markerband and extending approximately 100mm proximal from the distal markerband. A visual and tactile analysis was performed to the tip and the shaft of the device, and no damages were found. Additionally, a visual examination was performed to the markerbands and no issues were noted. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the available information, it is possible that the balloon had an interaction with a stone when the device was being positioned causing a weakness in the balloon material which ruptured and tore, when positive pressure was applied to it. Therefore, the most probable root cause is adverse event related to patient condition.